Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date did not match the time zone. Customer's blood glucose was 186 mg/dl. Tandem technical support assisted customer with corrected time/date.